Event description:
It was reported that during a navigation spine case the surgeon was pointing a navigation hand piece at the spine and the unit showed the pointer horizontally on the screen when the doctor was positing it vertically. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a navigation spine case the surgeon was pointing a navigation hand piece at the spine and the unit showed the pointer horizontally on the screen when the doctor was positing it vertically. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.